Event description:
It was reported that prior to the starting anesthesia for a da vinci-assisted surgical procedure, the gas tank was not detected and displayed an amber light and a question mark. The technical support engineer (tse) confirmed that the co2 tank was full and that the valve was set to the full tank for gas supply. A hard power cycle was performed again with no change, the tank still could not be detected. The tse reconfirmed that all selections were set up correctly. The caller switched to another insufflator and used a backup insufflator to continue case setup. There was no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: issue was discovered before the patient entered operation room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse conducted troubleshooting and replaced the insufflator, but the issue was not resolved. The fse inspected co2 tank interface and found no air passing through. The fse replaced co2 tank interface and verified the pressure was being read correctly and site gave fse a used insufflation tube set and was able to verify co2 was working correctly. The system was tested and verified as ready for use. Isi did receive the insufflator involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Isi did not receive the co2 tank interface to perform failure analysis.